Event description:
Patient forgot injected entyvio 2 weeks in a row ((B)(6)), she also stated last saturday she had severe pain in left side hips area (declined other symptoms balance thinking or speaking) went to the emergency room, completed labs/check up, nothing as detected, she was prescribed oxycodon and norco.